Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced an infusion set event with a kinked cannula on (B)(6) 2025. The specific blood glucose value was unknown, but the display showed 'high'. The patient noticed symptoms 3 or more hours after insertion. To address the high blood glucose, the patient took correction bolus via pump. The infusion set was inserted in the abdomen area. Infusion set was in use for 5 hours. Following the incident, the patient replaced the infusion set and resumed insulin delivery. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.